Event description:
Implant didn't achieve osseointegration, primary stability was achieved, no thread tap used, periodontal disease, immediate implantation, preceding/simultaneous bone augmentation, infection, fistula.